Manufacturer narrative:
No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure while navigating, a lumbar probe broke as the patient had a very sclerotic bone. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.